Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to auto mode switching (ams) was observed on the atrial lead. The patient wasn't impacted so no changes were made. The patient was to be remotely monitored. The patient was stable.